Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabc rupture". Additional information states the catheter was removed and not replaced. The patient's current condition is reported as "fine". No patient injury or consequence reported. No additional information available from the customer.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. Returned with the sample was supplied 40cc inflation driveline tubing; dried blood was noted within the inflation driveline tubing. Upon return, the super arrow-flex (saf) sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully un-wrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0076in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted approximately 25.1cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for the "iabc rupture" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which can allow blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iabc rupture". Additional information states the catheter was removed and not replaced. The patient's current condition is reported as "fine". No patient injury or consequence reported. No additional information available from the customer.